Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: 2.1.0, ubd. H3, h6: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this statement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection procedure. It was reported that after tracing the patient, the site sterilized the field and placed the sterile reference frame. This was when they noticed the system was inaccurate laterally by 5mm. The site chose to proceed with the inaccuracy. The event caused a surgical delay of less than one hour. Patient outcome was unknown.

Event description:
Additional information was received. It was reported that navigation was used the best it could going forward to finish the case and there was no impact on patient outcome. Additional information as received. It was reported that the possible root cause of the inaccuracy may be that a certain amount of "prep" (a cleaning agent) is left in the ball joint of the articulating arm, and although the joint felt firm to the touch, overtightening may have lead to the ball joint "spinning" to a degree.

Manufacturer narrative:
H3, h6; a medtronic representative went to the site to test the equipment. No hardware was replaced and the system then passed testing. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.